Manufacturer narrative:
(B)(4). This report for air in tubing without an alarm was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a slow flow supply alarm, which occurred on the homechoice during use during fill 3 of 4. The patient was connected and could see air bubbles in the lines. The baxter technical service representative (tsr) had the patient end therapy. The patient would call their nurse regarding missed therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011, regarding the air in the tubing. The patient stated that there were bubbles in the tubing because the supply bag was not flowing. The patient stated they did not talk to their nurse about this incident as they are in the process of changing nurses. The patient stated they have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.